Manufacturer narrative:
Correction : the correct date of awareness for the previous follow up MDR which reported on antibiotic should be june 06, 2023. This report is submitted on october 16, 2023.

Manufacturer narrative:
It was reported that the patient was treated with intravenous antibiotics (duration not reported). This report is submitted on august 14, 2023.